Event description:
The customer reported that they were experiencing low suction with their pump in style breast pump.

Manufacturer narrative:
A replacement pump was sent to the customer. In follow up with the customer, the customer reported to a medela clinician that she had mastitis and had successfully been treated with an antibiotic. The customer indicated to the clinician that she would return the original device. At the time of this report the original device had not been received by medela. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Should add'l info, or the original device be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.